Event description:
It was reported (via FDA medwatch mw5106816), that a female patient of unknown age underwent breast prostheses implantation with unknown size unknown gel implants textured for unknown indication reported generalized illness symptoms including itching, burning, pain, swelling, brain fog. Fatigue, dry mouth, dry eyes, dry ears, dry nose, blurred vision, tinnitus, and left arm lymphadenopathy. The root cause of the patient's symptoms are unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).